Manufacturer narrative:
Original surgery was t10-iliac on (B)(6) 2016. Fracture was detected at normal 1 yr follow up on (B)(6) 2017. Patient stated he has had pain for approximately 1.5 months. Patient was revised on (B)(6) 2017. (B)(4). Exemption e2017030.

Event description:
Original surgery was t10-iliac on (B)(6) 2016. Fracture was detected at normal 1 yr follow up on (B)(6) 2017. Patient stated he has had pain for approximatively 1.5 months. Patient was revised on (B)(6) 2017.